Manufacturer narrative:
H6: investigation findings code c21: conclusions pending results of product history review. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient referenced in this event file is enrolled in the tgr 23-02 clinical study: on an unknown date, a patient was treated for a new type b thoracic dissection using a gore® tag® conformable thoracic stent graft with active control system (ctag). On (B)(6) 2024, a patient was treated for a thoracic aortic dissection and type 1a endoleak using gore® tag® conformable thoracic stent graft with active control system (ctag) and gore® tag® thoracic branch endoprosthesis (tbe).

Manufacturer narrative:
Updated h.6. Type of investigation from b21 to b13,b20, b22 updated h.6. Investigation findings from c21 to c19, c20 updated h.6. Investigation conclusions from d16 to d12, d15 h.6. Type of investigation code b22: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. H.6. Investigation conclusions code d15: there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device.